Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cr down during medbank myqlink (mql) monthly maintenance event. A technical support specialist (tss) remoted in and changed to ws url from ws2 url then all medpass and cr systems started syncing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cr down during medbank myqlink (mql) monthly maintenance event. The cr stopped syncing and required support to start the syncing process again. The customer also stated that the purchase orders (pos) and medication pass was affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.